Event description:
The suspected usb cable was returned to the manufacturer on 05/23/2016. An analysis was performed on the returned usb to db9 cable and the reported allegation was verified. The cause for the reported allegation is associated with a disconnected wire connection in the returned serial cable. Once the wire was soldered onto the serial cable pcb, no further anomalies were identified.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a medical professional could not interrogate a generator when using the tablet. Troubleshooting was performed and the connection of the usb cable to the tablet was suspected to be at fault. It was reported that the patient's generator was interrogated and programmed successfully with a handheld computer. The return of the suspect usb cable is expected but it has not been received to date.